Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received watchdog timeout alarm. The customer's blood glucose was 7.3 mmol/l at the time of incident. The customer was able to clear the alarm. The insulin pump had frozen display and the time clock was not advancing. The keypad went unresponsive. The insulin pump also experienced unexpected restart and the customer was able to clear it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. Device power up properly after battery installation. No frozen screen, blank display or audio/beep anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, unexpected restart, watchdog timeout and failed battery test alarms noted during testing.